Manufacturer narrative:
Correction: the atrial lead should be mentioned in the b5 statement instead of the lv lead.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture. The atrial lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil was overtorqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths cause by overtorqued inner coil at the connector region. The cause of the reported event was due over torquing of the inner coil at the connector region.